Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Upon receipt, the screw fixation was retracted. After thorough cleaning to remove blood and tissue residues, the fixation mechanism was able to extend and retract within specification, with a ¿jumping¿ effect. This behavior could be due to residual tissue remaining inside the screw housing despite the deep cleaning. The screw length was measured and found to be within specification (1.5 mm). X-rays revealed that all the components of the lead were free from any damage. Standard electrical measurements were within specification, and they did not indicate any electrical contact issues (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests measuring impedance under both dry and wet conditions did not reveal any abnormal values or current leakage between the conductor lines, either at the distal or proximal levels. Since no patient files (x-ray/fluoroscopy and expert files) were provided, the reported abnormal electrical values could not be confirmed. Based on investigation result the reported abnormal electrical values may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes.

Event description:
Reportedly, low lead impedance <200 ohm and noise were observed. The lead was explanted on (B)(6) 2025. The physisan requestes analysis on the condition of the lead.

Event description:
Reportedly, low lead impedance <200 ohm and noise were observed. The lead was explanted on (B)(6) 2025. The physisan requestes analysis on the condition of the lead.